Manufacturer narrative:
Roche diagnostics cobas elecsys anti-tpo reagent lot number 457021 has an expiration date of apr-2021. The customer's last calibration was performed on(B)(6)-2020. Per product labeling, "renewed calibration on all analyzers: daily: when using the same reagent kit on the analyzers. As required: e.g. Quality control findings outside the defined limits" on(B)(6)2021 and (B)(6)2021, the customer did not perform qc. On (B)(6)-2021, the customer only performed qc with level 2 qc material, which expired in dec-2020. Per product labeling, "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The customer's sample pre-analytical data was requested but not provided. For patient 1, the investigation determined the results do not indicate a product problem. For patient 2, product labeling states "the concentration of the diluted sample must be > 200 iu/ml." Based on the available information, a general reagent issue can be excluded. The investigation did not identify a product problem. D4 unique device identifier (UDI(B)(4)

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable roche diagnostics cobas elecsys anti-tpo results for three patients tested on a cobas e411 disk serial number (B)(4). The customer stated the three samples had initial anti-tpo results of ">600" iu/ml, and the samples were repeated and the anti-tpo repeat results were within the normal range, 10-13 iu/ml. It is unknown if the initial anti-tpo results were reported outside the laboratory, the information was requested but not provided. The customer provided anti-tpo data for two patients: on (B)(6) 2021, patient 1's initial anti-tpo result was 600.0 iu/ml with a data flag. On (B)(6) 2021 and at 09:56, patient 1's repeat anti-tpo result was 600.0 iu/ml with a data flag. On (B)(6) 2021 and at 13:56, the customer performed a 1:5 dilution with patient 1's sample and the anti-tpo result was 939.5 iu/ml with a data flag. On (B)(6) 2021 and at 14:03, patient 2's initial anti-tpo result was 600.0 iu/ml with a data flag. On (B)(6) 2021 and at 15:17, patient 2's first repeat result was 11.02 iu/ml. On (B)(6) 2021 and at 17:09, patient 2's second repeat result was 10.63 iu/ml. This result was reported outside the laboratory. On (B)(6) 2021 and at 14:19, the customer performed a 1:5 dilution with patient 2's sample and the anti-tpo result was 31.85 iu/ml. The customer was unable to determine which result was correct.